Manufacturer narrative:
Long-term clinical efficacy of drug-coated balloon angioplasty for tascii c/d femoropopliteal lesions in older patients with chronic limb threatening ischemia a2 average age a3 majority gender b3 date of publication http://dx.doi.org/10.1097/md.0000000000039331. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding, "long-term clinical efficacy of drug-coated balloon angioplasty for tascii c/d femoropopliteal lesions in older patients with chronic limb-threatening ischemia." The objective is to evaluate the long-term clinical outcomes of drug-coated balloon (dcb) angioplasty for long femoropopliteal lesions in older patients with chronic limb-threatening ischemia (clti). The time frame of this study was: november 2019 to december 2021, with a follow-up duration of 36 months. Multiple manufacturer¿s devices were used in the study population: devices used include the lutonix 035 drug-coated balloon (becton, dickinson and company), protege everflex stent (ev3), and gore viabahn endoprosthesis (w. L. Gore associates). Deaths occurred in the study population:16 deaths occurred, with causes including cardiovascular disease (n = 6, including 2 with periprocedural myocardial infarction), cancer (n = 2), multiorgan dysfunction (n = 1), intracerebral hemorrhage (n = 1), traffic accident (n = 1), covid-19 with respiratory failure (n = 4), and natural causes (n = 1). Patient adverse events included: procedure-related complications were coronary heart disease (n = 3), embolization (n = 2), thrombosis in-stent (n = 1), ischemic stroke (n = 1), pseudoaneurysm (n = 1), retroperitoneal hematoma (n = 1), and acute compartment syndrome (n = 1). Additionally, 63.9% of limbs developed restenosis at follow-up, with 51.73% being symptomatic. No further information was provided pertaining to medtronic products.